Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for potassium electrode (k) on a cobas 6000 c (501) module. Patient 1 initial k result was 6.1 mmol/l. This result did not correspond to the patient¿s previous k result, and the sample was repeated. The repeat result was 5.0 mmol/l. Patient 2 initial k result was 6.5 mmol/l. The customer noticed that qc failed after the initial result and repeated the sample. The repeat result was 5.91 mmol/l.

Manufacturer narrative:
The c501 module serial number was (B)(6). On 14-apr-2025, the customer wiped the electrodes, primed the reagents, and performed an ise check. On 15-apr-2025, the customer replaced the fluids and the electrodes and performed an ise check. Calibration and qc were acceptable. The investigation is ongoing.

Manufacturer narrative:
Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) could not find a cause for the event. A hardware check was performed, and no issues were identified. Precision study results were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.